Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The physician attempted to treat a calcified, 100% stenosed lesion located in the moderately tortuous right sfa (superficial femoral artery) with a 4.0x60mm sterling monorail angioplasty balloon. Approach was obtained contralaterally. The balloon was initially inflated to 6 atms with no problems. During the second inflation, the balloon ruptured at 8 atms. The procedure was completed with a different device. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
The complaint device was not returned for review; therefore, a technical analysis could not be performed. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. A review of the manufacturing documentation for this batch found that the device met all material, assembly, and product specifications at the time of release to distribution. The most probable root cause for this event is operational context.